Manufacturer narrative:
This device has not been received by this MFR, so an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications at this time.

Event description:
The incidence occurred intra-operatively during a laparoscopic supracervical hysterectomy. The surgeon inserted the lina loop through a 5mm trocar. Immediately after inserting the device through the trocar, but before deploying the gold electrode portion of the lina loop, the surgeon noticed a piece from the front of the device fall out of the front of the loop, into the pt. The piece was easily removed through a 10mm trocar. After removing the piece, the surgeon deployed the lina loop around the uterus, insured the device was placed properly around the cervix, and performed a monopolar cut. The lina loop performed a normal cut and provided good hemostasis. The surgeon then removed the lina loop from the pt, and deployed the device open again, then noticing that part of the insulation had melted down around the monopolar wire. Realizing this was abnormal, he instructed the lina loop be set aside for a report. He then re-checked the area around the cervix to insure the device had performed properly. He found no evidence of injury to the pt, and no other fragments of the device were found in the pt. The pt was examined post operatively by the surgeon, and was ultimately released from the hosp on the day of the surgery.